Manufacturer narrative:
(B)(4).

Event description:
It was reported the device had prematurely reached elective replacement indicator within a two month period when it measured normally. The patient was asymptomatic. The device was explanted and replaced under advisory. There were no adverse complications during and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The previously reported event date of (B)(6) 2017 was incorrect; the correct event date is (B)(6) 2017.